Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv experienced component separation. The following information was provided by the initial reporter: I had a nurse from chemo come to me today regarding a primary line that fell apart today, luckily no chemo was running through it. It was not placed into the pump and happened right below the safety clamp. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.

Manufacturer narrative:
H.6. Investigation: one primary sets, model 2420-0007, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then primed and functionally tested. The set functioned as designed and no separation or other defect was observed. The customer's complaint that the primary line fell apart could not be verified. A device history record review for model 2420-0007 lot number 21045825 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21045825 regarding item #2420-0007 h3 other text : see h.10.

Event description:
It was reported that the as lvp 20d 2ss cv experienced component separation. The following information was provided by the initial reporter: I had a nurse from chemo come to me today regarding a primary line that fell apart today, luckily no chemo was running through it. It was not placed into the pump and happened right below the safety clamp. Complaint noticed: during / after use: problem frequency: 1st time. Patient injury: no.